Event description:
It was reported that a spectrum pump had an inoperable keypad. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the reported problem of 'keypad inop' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failure affecting keys '2,3,7,8'. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.